Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (40 mg/ml at 11.356 mg/day) via an implanted pump. It was reported that the patient presented for surgery today with a nickel sized hole along his incision that was exposing the pump. It was unclear why the incision broke open, but the nurse taking care of the patient stated that the patient was a heavy smoker. The patient was brought to the or (operating room) to take the pump out from the patient¿s left abdomen and implant a new pump in the right abdomen. During the procedure, the surgeon pulled the catheter out of the left abdomen when he explanted the pump and cut it so there was no longer visible catheter in the pocket to confirm if csf (cerebrospinal fluid) was flowing or to tie it off and it was not confirmed if there was csf flow prior to cutting it. His plan was to replace the catheter. He then closed the left abdominal incision. The patient was then flipped from supine to prone. The surgeon did an ap xray, and it was noted that the old catheter was an older model catheter that had been implanted retrograde, and the tip was at s2. Again, csf flow was not confirmed, and he pulled that portion of the old catheter out of the spine. He then implanted a newer model catheter, entering at l2/l3 and advancing the catheter to t8, confirming csf flow along the way. He tunneled the new catheter over to the right side and put a sterile dressing on it. The patient was then flipped again, back to his back, and a right abdominal incision was made for the new pump. The new catheter was then tunneled and connected to the new pump. The pump logs indicated that the pump motor had stalled twice on (B)(6) 2024. The first stall was at 12:02 pm with a recovery at 12:30 pm and the second stall was at 2:35 pm with a recovery at 2:51 pm. The cause for those stalls was not reported.